Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and was visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. Additional observations found unrelated to the reported complaint included: the endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located at zone a near integrated connector of the endoscope cable. Further, the endoscope also had a cosmetic damage. During inspection, the cable integrated connector housing exhibited discoloration. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
-Intuitive surgical, inc. (Isi) has not received the 30 degree endoscope for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during da vinci-assisted surgical procedure, the 30 degree endoscope was found to have scratch on lens. The procedure was completed with no reported injury.